Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 40 mg/dl. The customer stated that prior to the event, her blood glucose was at 388 mg/dl and her insulin pump gave a bolus of 24.4 units. The customer also stated that when the ambulance arrived the customer was unconscious. The customer's doctor stated that the reason for the high bolus was because the maximum bolus amount was set to 25 units. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.